Manufacturer narrative:
Device passed the displacement test and self test. No unexpected audio/vibrate alarm anomalies noted. No unexpected time/clock anomalies noted. No unexpected reset alarm noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump's alarms were not loud and they cannot heard the alarms when the insulin pump got suspended. The customer¿s blood glucose was unknown. Customer reported that there was discoloration or polarization on the screen closer to reservoir compartment and above the act button. Customer stated that the clock on insulin pump was not kept the correct time. Customer declined to report to 24 hours technical support team. Insulin pump will not be returned for analysis.